Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the device sleeve ripped in half. No small pieces came off. There was no pt consequence.